Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the cuff site. The 61-70 cc pressure regulating balloon (prb) was removed and replaced with a 71-80 cc prb. The patient had a good outcome following the procedure.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon passed functional testing at (67.8 cmh2o) for product specifications of (61-70 cmh2o). The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. The product record review indicated that the reported event do not represent an unanticipated event. Therefore, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event (urinary incontinence) and (atrophy) are included as potential adverse events within product labeling.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the cuff site. The 61-70 cc pressure regulating balloon (prb) was removed and replaced with a 71-80 cc prb. The patient had a good outcome following the procedure.